Event description:
The user facility reported that water leaked from their reliance eps flooding the room. A patient procedure was cancelled subsequent of the reported event.

Manufacturer narrative:
The technician inspected the unit and found that the hose clamp separated subsequently allowing water to flood from the unit. The user facility's engineering department had already replaced the clamp prior to the steris technician's arrival. The steris technician ran test cycles and found the unit to be operational; no further issues have been reported. The reliance eps was installed on 5/21/2010 and then water pressure was in specification at 45psi (recommended 40-50psi). The reliance eps is under steris service contract and was last serviced on 4/13/2012 when no leaks were noted.